Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a degradation problem was identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Date of event is unknown. Additional information will be provided if available.

Event description:
The customer returned the bronchovideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, it was observed the plastic distal end cover was chipped. There was no patient involvement.